Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2016. The site reported that hospice was called to the patient's home and the patient subsequently died on (B)(6) 2016. The site reported that the exact cause of death is unknown but likely due to progression of the patient's disease. The event was reported as not related to the superdimension device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.